Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. In this case, it is not known if the system was flushed. An appropriate introducer sheath was used. Additionally, it is not known if the proximal end of the stent graft was placed in a straight section of the lumen prior deployment. The vessel was reported to be not calcified or tortuous in nature. The device was used to treat an aneurysm; which is off-label use. Based on the investigation of the provided information, the investigation is inconclusive for reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment , ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire.' Regarding the indications of use the instructions for use states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established'. (Expiry date: 11/2023). Device not returned.

Event description:
It was reported that during a stent graft placement in the right internal iliac artery by retrograde puncture of left brachial artery to treat an aneurysm , the outer catheter failed to retract; however, the physician applied great retraction force, but the stent graft only partially deployed by 5 mm. The treatment was completed by placing a coil in the lesion. There was no reported patient injury.